Event description:
It was reported that four intraocular lenses (iols) were damaged. It is unknown if there was any patient contact. No further information was provided. This report is for lens four of the four lenses reported to be damaged. A separate report is being filed for each of the other three lenses.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.